Event description:
The user reported that the pad sparked then stopped working.

Manufacturer narrative:
The user reported that the pad sparked and stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Pad was very bunched-up and look laid upon. All thermostats were discolored and bent. Leads were out of place and bent. On the thermostats were indents from the heater wire. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.